Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly. Review of pump data by tandem technical support showed the battery dropped from 20% to 1% within an hour. Customer reported blood glucose was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.